Event description:
The tubing on the patient's port catheter was fractured (non-functional port). The patient was brought to the operating room to have the fractured port removed and a new port catheter was placed.====================== manufacturer response for smartport CT-power injectable port, smart port CT (per site reporter)======================manufacturer provided rga# for product return evaluation.